Event description:
Reporter called to report serious issues with his ilet bionic device for insulin delivery. The ilet is a totally hands-off device for insulin therapy. The device delivers insulin based on body weight and an initial calibration cycle over two weeks where, no manual manipulations are authorized once set. The reporter has noticed that in the late afternoon his device becomes over aggressive with delivery of insulin causing an overdose and then "tanking" with his blood sugar (hypoglycemia). When this happens, the alarm volume on the device is so low it cannot be heard. Recently, while driving home in the late afternoon, the device delivered too much insulin causing the reporter to pass out behind the wheel, wrecking his car. He woke up in the emergency room at 6:30 pm without knowing what had happened. In this incident, his blood sugar dropped 100 points in a matter of 20 minutes due to the the over aggressive delivery of insulin by the device. This accident could have killed him. Reporter stated there are three main concerns for this device. One, the only way to stop insulin delivery is to disconnect it from the body since it is a "hands-off" device. Two, the volume is so low that alarm or warning cannot be heard (it will not turn up louder), and three, the device is a single hormone control device and has not been approved for dual delivery which means that if there is too much insulin delivered causing hypoglycemia, glucagon cannot be delivered to counteract the insulin overdose. This is a huge safety concern for the individual using the device as well as the public in general.